Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the tower option was grayed out when user attempted to pick an override after searching for patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no issues with the options. A technical support specialist (tss) dialed into station 802 and verified that the station was visible in storage space configuration. No failed hardware icons were observed on the server, and no missing pockets or drawers were identified on the tower. With no issues found during verification and no further response received from the customer. Tss proceeded to close the case. The system functioned as intended after the technical support specialist checked the device.